Manufacturer narrative:
Invacare is filing in an abundance of caution. The alleged issue has not been confirmed, and the underlying cause cannot be definitively determined. The end user alleged that the concentrator was arching and caught fire. The letter of representation received from the end user's attorney is extremely vague claiming she suffered personal injuries and damage to her property. The dealer stated, the patient is known to be a smoker and cannot confirm if patient was smoking at the time of the alleged incident. There were no visible burn marks on the inside or outside of the concentrator. The incident report from (B)(6)¿s patient service technician on 11/9/18 states all indications show the tubing caught fire, not the concentrator, this is typical of (cigarette) smokers. A return of the device has been requested but the provider states the owner will not release the unit to invacare due to impending lawsuit, should additional information become available, a supplemental record will be filed.

Event description:
Invacare was notified of the following complaint: an end user is alleging the irc5po2v concentrator she was using sparked and caught fire. Invacare was notified the end user suffered personal injuries and damage to her property, no further details were available. It is alleged that the end user noted repeated arcing or sparking of the device beginning in (B)(6) 2018 but the end user did not report until the incident on (B)(6) 2018.